Manufacturer narrative:
This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period. Information contained in this report was previously submitted through psr on (B)(6) 2019. A review of the device history record has been completed. No deviations or non-conformances noted. Device analysis: visual analysis of the returned device identified creases and deformation. Bubbles after autoclave disinfection process in the gel. A weight test of the device was verified and the device was within specification. Based on the device analysis the final assessment is: no issues found related with the manufacturing. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was reported to be due to capsular contracture baker grade IV. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side capsular contracture baker grade IV. Device has been explanted.